Event description:
Customer experienced erratic readings outside the allowable range of 20% difference in simultaneous reading times. The freestyle meter had a hi reading compared to precision qid (89) and a freestyle recheck of (79). On another occasion, caller had a fs result of 441 then rechecked with the same meter a minute later with a result of 169. The precision qid had a reading of 168. Alternate sites were not used. The control solution test was within range. Meter was set to mg/dl.